Manufacturer narrative:
UDI: (B)(4). The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was feeling warmth on the skin whenever the device was turned on at the battery site. The patient underwent a procedure where the ipg was placed deeper for cosmetic reason and was replaced. No device malfunction was suspected. The patient was reportedly doing well post-operatively.